Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), event 1. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: patients reported to customer that bags are running dry during infusion. The bags are compounded on the pinnacle compounder. User facility has tried increasing overfill and calibrating the pump after every bag. They report that no pinnacle errors have occurred during this time. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has was not returned for evaluation. The customer did provide compounding reports but it was not indicated which order specifically ran dry. B. Braun engineering reviewed the reports. They are recommending that the customer should be programming the "with overfill" volume in the compounder. If they are not, that could be the main reason for bags running dry but it is not clear from the information provided if that is what the customer is doing. It is also recommended that the load cell is calibrated correctly with a correct 1kg mass and all the solutions in their database have the correct specific gravity. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.